Event description:
Same case as MDR ID # 2134265-2014-04107 and 2134265-2014-04130. It was reported that automatic pullback failure occurred. During preparation for percutaneous coronary intervention (pci), it was reported that automatic pullback failure occurred. Also, it was noted that the display did not illuminate and the bsc imaging catheter was not identified. No patient injury or complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by manufacturer: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).